Manufacturer narrative:
A root cause could not be determined with the information provided. Additional information for further investigation was requested but not provided. Possible root causes for this type of event are: air in the sample channel, leakage current coming from the waste, and an old or expired reference electrode. However, this could not be confirmed with the information provided.

Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium and chloride results for one patient on their c501 analyzer. The customer provided data for a discrepant chloride result. The customer stated the patient's sample was a normal yellow color but had a slight cloudiness. There was no hemolysis or icterus. The patient's initial chloride result was 123 mmol/l and it was reported to the physician. The patient's sample was repeated on another c501 analyzer and the result was 99 mmol/l. The repeat result was issued as a corrected report. There were no adverse events. The chloride electrode lot number and expiration date were requested but not provided. The field service representative found that the sipper probe was bent slightly, the internal standard (is) probes were off center, and the tubing was slightly crimped. He straightened the ise sipper probe, aligned the is nozzles in the vessels, and loosened the vacuum tubing to the is nozzles to ensure proper vacuum. He replaced the reference cartridge as a precaution. He performed an ise precision check with excellent results and an ise check. Calibration and quality control were performed with success.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.